Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as pressure sores under the back-therapy pads. The patient's wife reported the irritation was likely because patient was at the snf and the garment was not cleaned or washed. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's home health nurse placed a band aid under the right therapy pad. Follow up indicated the sores improved. Supplemental report 9/14/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as pressure sores under the back-therapy pads. The patient's wife reported the irritation was likely because patient was at the snf and the garment was not cleaned or washed. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's home health nurse placed a band aid under the right therapy pad. Follow up indicated the sores improved.